Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer attempted to recover failed drawer and rebooted the station as troubleshooting step, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to5 minutes and then reconnected the power plug and turned the power on, but no success. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the hardware had failed. The field service engineer (fse) troubleshot the issue with half height drawers 2.1 and 2.2 which were not detected on the bus. A faulty board was identified and replaced. Successful testing was completed with the customer confirming proper operation. The system functioned after the field service engineer repaired the device.